Event description:
It was reported that a shaft detachment occurred. The target lesion was located in a 75% stenosed and mildly calcified unspecified target lesion. A 10 x 3.75 flextome cutting balloon catheter was selected for use. While removing the balloon protector during preparation, a detachment occurred between the proximal and distal shaft. It was noted that the physician pulled gently, using a straight force and that negative pressure was not maintained during the attempted removal. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in a 75% stenosed and mildly calcified unspecified target lesion. A 10 x 3.75 flextome cutting balloon catheter was selected for use. While removing the balloon protector during preparation, a detachment occurred between the proximal and distal shaft. It was noted that the physician pulled gently, using a straight force and that negative pressure was not maintained during the attempted removal. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A visual examination identified shaft stretching from 24cm leading to a detachment at 24.8cm from the catheter tip. This type of damage is consistent with excessive tensile force being applied to the delivery system during handling/use. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the user did not withdraw the inflation device/srying to a full negative during catheter preparation, or maintain a vacuum to the catheter prior to removal of the balloon protector cap. (B)(4).